Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals on the right ventricular (rv) lead channel. The physician planned on putting a cardiac life vest on the patient. Technical services (ts) reviewed the reports and provided troubleshooting actions. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the rv lead is a non-boston scientific lead, which was replaced. The device remains in use. No adverse patient effects were reported.